Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the proximal part of the hypotube shaft could not carry out a specific force. It was then observed that the edo became separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe completely removed from the collar, collar damage, and kinks in the distal shaft located at 9.5 cm and 16.5 cm which was with abrasion at this location and 18 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the proximal part of the hypotube shaft could not carry out a specific force. It was then observed that the edo became separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.